Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection of the returned sample was received in decontaminated condition without its original packaging. The unit was visually inspected under normal conditions of illumination according to procedure and there were no defects, tears, kinks, or other defects in the sample. Functional testing consisted of using a pump and balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No actions were taken.

Event description:
It was reported that a patient had a 40 ml discrepancy. Customer spoke to pharmacy and from the results of the last review, (possibly) concluded that the epidural tubing has a faulty valve. So, the pump thinks it's delivering the medication, but the valve isn't letting it all pass. No adverse patient effects were reported.